Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 483 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea, headache, dehydration and ketones. The patient was treated with IV (intravenous) fluids and insulin injections. The patient was released after 4 hours. The pod was found to be leaking and removed prior to ER visit.